Event description:
It was reported that the patient had a lead integrity alert (lia) as to what appeared to be noise that was seen when measuring tip to ring, but not tip to coil. While manipulating the patient's arm, one episode of oversensing was captured. Upon investigation, it was found that the pace/sense portion of the lead failed. The right ventricular (rv) lead pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. The analysis indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were (B)(4) ventricular sic that occurred since (B)(6) 2013. Three lead failure predictor episodes of less than (B)(4) milliseconds ventricle to ventricle cycle are recorded on (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic.

Event description:
It was later noted that the lead was extracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.